Event description:
Reportedly, the status light of the home monitor remains orange. Preliminary analysis revealed that the reported issue resulted from a short circuit.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis revealed that the reported issue resulted from a short circuit.

Manufacturer narrative:
Upon reception, the returned home monitor was tested, and the reported issue was confirmed: the status light of the subject home monitor was constantly lighting in orange. In-depth analysis of the returned unit revealed that the confirmed issue is due to a short circuit between the printed circuit board (pcb) and the ground. The root cause of this short circuit is most probably associated to an issue at the manufacturing level.

Event description:
Reportedly, the status light of the home monitor remains orange.

Manufacturer narrative:
Corrective data of the g2.3 date (date received by manufacturer). The last information received by manufacturer was the 23 june 2022 and not the 2 june 2022 as it was written in the last MDR version.

Event description:
Reportedly, the status light of the home monitor remains orange.